Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
End user states the spring underneath the bed have come loose. End user states when he would raise the head of the bed the bed would sink down in the middle.